Manufacturer narrative:
One (1) osseotite® tapered certain® implant 5 x 11.5mm (xifnt511) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Bone/damage identified from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), patient has a history of osteoporosis. The reported device was located on tooth # 14 (universal) and was used for approximately 9 years, and 7 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2011100992). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011100992) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur. However, the reported event could not be verified with the information provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Last name unknown / not provided

Event description:
It was reported that clinician stated site appearance at time of graft placement states healed site with atrophy, buccal necrotic bone. Puros graft was placed prior to placement along with a sinus lift. Implant was placed and restored 4 to 5 months after placement. In (B)(6) 2020, patient had buccal arc osteonecrosis and was treated by detriment and grafting. Will attempt to place new implant in 6 months. No further injury to the patient. Tooth # 14.